Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. On (B)(6) 2008 the patient underwent b/l paravaginal repair, detachment repair and scar revision on (B)(6) 2008 due to worsening urinary incontinence and vaginal bleeding. In 2012, the patient underwent a hysterectomy. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent cystoscopy and left ureteroscopic stone extraction on (B)(6) 2009. It was reported that patient underwent cystoscopy, retrograde x-ray and attempted stone manipulation on (B)(6) 2009 due to residual distal left ureteral calculus. It was reported that patient underwent operative laparoscopy w/lysis of abdominal adhesions, hysteroscopy d&c, novasure endometrial ablation, transobturator tape w/cystoscopy and anterior colporrhaphy without graft augmentation on (B)(6) 2009 due to chronic pelvic pain, dysfunctional uterine bleeding, sui, extensive abdominal adhesions and cystocele. It was reported that patient underwent cystoscopy on (B)(6) 2010 for dysuria and stress incontinence. (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that patient underwent total laparoscopic hysterectomy, bso, vaginal apex suspension, cystoscopy with hydrodistention and lysis of vesicouterine adhesions on (B)(6) 2011 due to cyclic pelvic pain, dyspareunia, vesicouterine adhesion , prior endometriosis and interstitial cystitis. It was reported that patient underwent vaginal exploration, take down of vaginal adhesions, separation of the vagina from the bladder wall, removal of the mesh from the anterior bladder wall as well as partially from the posterior vaginal wall on (B)(6) 2015 due to pelvic pain retained pelvic mesh and sui. (B)(4).

Manufacturer narrative:
(B)(4).